Event description:
Baxter (B)(4) received a report that one (1) infusor leaked into the overpouch during storage. It is unknown with what the device was filled. There was no patient involvement. There was no patient injury or medical intervention associated with this event. The sample is not available. No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.